Event description:
The pt was implanted with a ci22m implant in 1996. She had previously used a 3m single channel device in the same ear. The 3m device was explanted prior to insertion of the nucleus device. Part of the 3m electrode array encased in bone and was left in the cochlea. The pt complained of pain on several electrodes in the speech processor's program. The pt also reported electromagnetic interference from power lines with the 3m cochlear implant electrode array that remains in her ossified cochlea. Cochlear corporation engineering staff reviewed this pt's complaints and implant history and hypothesized that the pt's complaints of non-auditory sensations were caused by the remaining 3m array causing interference. On 7/9/97 the implant surgeon explanted the nucleus device, drilled out the cochlea and inserted a new nucleus implant. The surgeon stated that he was not able to see the 3m electrode array.